Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01677 and 2134265-2018-01678. It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. After ablation was performed using a 2.00mm rota burr, checking was performed using a non-bsc intravenous ultrasound catheter and it was noted that a previously implanted stent in the protruding part of the target lesion was deformed by the 2.00mm rota burr. A 10/3.00mm flextome¿ cutting balloon¿ was advanced for dilation. However, during the inflation at 16 atmospheres, the balloon ruptured. The device was simply removed from the patient. A 10/3.00mm flextome¿ cutting balloon¿ was advanced for dilation. However, during inflation at 6-8 atmospheres, the balloon ruptured. The device was simply removed from the patient. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was simply removed from the patient. A non-bsc drug coated balloon was then used to complete the procedure. The lesion was checked by intravenous ultrasound. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual and microscopic examination of the device identified no issues with the blades of the device that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2.5mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the device identified no issues with the tip or markerbands of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified that the shaft was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The device was reported to have been inflated to 16 atmospheres and the rate of burst pressure for this device is 12 atmospheres. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01677 and 2134265-2018-01678. It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. After ablation was performed using a 2.00mm rota burr, checking was performed using a non-bsc intravenous ultrasound catheter and it was noted that a previously implanted stent in the protruding part of the target lesion was deformed by the 2.00mm rota burr. A 10/3.00mm flextome cutting balloon was advanced for dilation. However, during the inflation at 16 atmospheres, the balloon ruptured. The device was simply removed from the patient. A 10/3.00mm flextome cutting balloon was advanced for dilation. However, during inflation at 6-8 atmospheres, the balloon ruptured. The device was simply removed from the patient. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was simply removed from the patient. A non-bsc drug coated balloon was then used to complete the procedure. The lesion was checked by intravenous ultrasound. No patient complications nor injuries were reported.